Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was heavily tortuous with moderate calcification. A longitudinal rupture was noted when the rx voyager crossed the lesion and was inflated to 10 atm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was heavily tortuous and moderately calcified, both of which could have contributed to damaging the balloon materials such that upon inflation, the device ruptured. However, without a returned device for analysis a definite root cause for the rupture cannot be determined.